Event description:
It was reported that the bd maxplus positive pressure connector was occluded. The following information was provided by the initial reporter, translated from chinese to english: during the intravenous infusion of the patient's right knee meniscus injury after surgery, it was found that the liquid was not dripping. After repeated checks, the liquid dripped smoothly after replacing the connector.

Manufacturer narrative:
Device evaluation: a mp1000 china product was not available for investigation of (B)(4); however, the lot number provided by the customer was incorrect. The feedback provided by the customer states that, "during intravenous infusion, it was discovered that the fluid was not dripping." No further information was available to assist the investigation in this instance. The details of this feedback were forwarded to the manufacturing site for investigation. The lot number provided by the customer was incorrect and therefore it is not possible to perform a review of the production documentation for this particular product. The root cause of the customer¿s experience could not be determined in this instance as no sample was received for investigation. Without a sample to examine it is not possible to determine whether a manufacturing defect could have caused or contributed to a report of this nature. However, previous investigations have identified that certain designs of male luer can cause flow restriction or occlusion as they can grip onto the piston of the maxplus preventing its proper collapse. This can sometimes be resolved by disconnecting and reattaching the same luer connection which may reposition the luer against the piston and improve the flow, or alternatively by changing the connecting male luer. In this instance, without the complaint sample to examine it has not been possible to conclusively link this feedback to a specific failure mode; however, a review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the product mp1000 china in the past 12 months.